Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon eval, it was determined that there was no current flow to the battery during charging. The cause of the lack of current flow is an open connection between the battery and the charger. The cause for the open connection is a disconnected bottom plate on the connector of the battery case. The root cause for the disconnected bottom plate on the connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement battery.

Event description:
A review of the download data for a (B)(6) old, male, revealed several battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery pack.